Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced lightheadedness, lethargy and shortness of breath and presented in the emergency room. After being placed on a telemetry monitor, it was discovered his heart rate was low. Upon interrogation, it was noted that the patient had a heavy burden of premature ventricular contractions, which caused pacemaker mediated tachycardia. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Included foreign checkbox.